Event description:
The customer called to report a blank display changing the battery. Troubleshooting was performed. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin pump was exposed to extreme heat. The customer also stated that the insulin pump is broken by the battery compartment and it has moisture inside the liquid crystal display. The reported blood glucose reading at the time of the call was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.